Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the anatomy and/or inadvertent mishandling resulted the noted multiple stent sheath kinks and the noted outer member-stent sheath bond partial separation resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported 6.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment, the thumbwheel was jammed therefore the stent could not deploy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analyssi noted the partial separation was noted at the outer member-stent sheath bond area.